Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single lumen, 4.2f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle with a loaded j tip guidewire was returned for evaluation. Gross, visual, microscopic, functional evaluations and dimensional observation were performed on the returned device. Bents were noted throughout the guidewire. Uncoiling or protruding core wires were not noted throughout the guidewire. The distal portion of the guidewire was not observed to be protruding the introducer needle bevel. An attempt to advance the guidewire into the introducer needle was performed and was unsuccessful. Slight resistance was felt during performance. The guidewire felt stuck within the introducer needle. Therefore, the investigation is confirmed for the reported failure to advance, physical resistance/sticking, identified guidewire bent issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure using hickman central venous catheter. During the procedure, it was noted that the guidewire encountered resistance and it could not be advanced through the needle. The procedure was completed using another device. There was no reported patient injury.